Manufacturer narrative:
Based on the available information, a general reagent issue is not likely.

Manufacturer narrative:
The customer's calibration signals were acceptable. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.

Manufacturer narrative:
The customer's results were from a modular e module analyzer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The physician questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The sample was provided for investigation. During the investigation, erroneous ft3 results were identified between the modular e module used at the investigation site and a centaur analyzer. The results will be reported to the patient's physician. Refer to the attached data for the erroneous patient results. No adverse event was reported. The modular e module serial number used at the investigation site was (B)(4).